Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the initial report from the rep, the surgeon "reported today the case of a patient who received a hero and got an infection from dialysis. This patient had no other possible access and he ask for help to save this device. They already gave him antibiosis but still have infection around the connector area." Additional information from the rep indicated the following: original implant of the hero was (B)(6) 2015 with a modification to the arterial graft component (agc) with a gore accuseal attached 2cm after the beading. According to the surgeon, modification with the accuseal graft required a larger incision for placement and the patient had a resultant "wound healing problem." Prophylactic antibiotics were given 2 days prior to surgery. The graft was cannulated "immediately" following implant and infection was first noted on (B)(6) 2015. The wound was not cultured. Treatments with antibiotics were unsuccessful and explant of the hero was made on (B)(6) 2015. Subsequently, an additional fistula was made in the leg for dialysis. The scope of the investigation will include both hero 1001 and hero 1002 components but will be reported under hero 1001.